Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the pump alarmed error code 116 on power up. The investigation determined that a defective motor was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited "cartridge is not detected" error. The reporter indicated that the user was instructed through reloading process, but the pushrod got stuck in the middle of the chamber. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.